Manufacturer narrative:
The aic is in use currently so data cannot be downloaded.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the patient is a 51 year old male with cardiomyopathy, and his pre support clinical condition was consistent with scai shock stage c. During priming of the impella system, the aortic outlet (ao) pressure signal appeared irregular, oscillating between ¿13/¿13 and ¿4/¿4. The signal did not stabilize and ultimately remained fixed at ¿13/¿13. Due to this unstable optical pressure signal behavior, the device was removed, and a replacement pump was requested. The impella device exhibited unstable ao optical pressure signal readings during priming, failing to achieve a reliable or stable value. The instability, with final readings persisting at ¿13/¿13, indicates an optical sensing issue within the pump/aic system. The initial pump was promptly removed and replaced within one minute of implantation. The event did not result in patient harm, and the patient remains on support at the time of reporting.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.